Manufacturer narrative:
(B)(4). After 2 weeks of treatment with the antibiotics, it was determined that the patient did not need to be rechecked with further lab tests. The patient was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. Treatment for the event consisted of ceftazidime (250 mg, 4 times/day) and cefazolin (250 mg, 4 times/day). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). Should additional relevant information become available, a follow-up report will be submitted.